Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was found unresponsive on the floor at home by emergency medical services (ems). The pump driveline was connected to the system controller, but the system controller, was off. Ems connected the system controller to fresh power and the pump immediately started. The patient was transported to the hospital in cardiac arrest and the patient expired. It was reported that the pump stopped due to loss of external power. Both the 14 volt lithium-ion batteries and the 11 volt lithium-ion emergency backup battery (ebb) were found to be depleted. A data log file was submitted to the manufacturer''s technical services for evaluation. The data appeared to show that the patient had changed out the batteries on (B)(6) 2016 at 1312 and remained on them until they were depleted on (B)(6) 2016 at 0449 when the ebb engaged. The pump ran until the ebb was also depleted and the pump stopped. The vad team was not aware of what led up to the event. It was reported that the patient had been hospitalized for a laparoscopic cholecystectomy and had been in the hospital for over a week due to complications after surgery with an ileus prolonging the hospitalization. The patient had been discharged from the hospital that day. The vad team reported that it is believed that an unknown medical event occurred first that debilitated the patient. The patient had no atypical alarms or any concerning history in the system controller. The patient was not known to sleep on battery power. There is a suspicion of pulmonary embolism or stroke that rendered the patient unable to respond or be aware that the batteries were depleting. They do not feel that this event was related to the pump. No additional information was available; the patient was brought to a local emergency department and did not expire at the implanting center. The pump is not being returned for evaluation.

Manufacturer narrative:
The report that the system stopped due to a depleted batteries was confirmed based on the information contained in the submitted system controller log file. However, the device was not returned for evaluation and a root cause for the batteries' depletion and a correlation between the device and the report of suspected stroke and pulmonary embolism could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Stroke, peripheral thromboembolic events, and death are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.